Event description:
General report received of an unspecified number of undocumented incidents of the piercing pins cracking the administration port of solution containers. On unspecified dates, the piercing pin of the tubing sets were inserted into the administration ports of unspecified solution containers and were to be used for the delivery of unspecified medications. The customer contact reported that when inserting the piercing pins into the administration port of the solution containers, the piercing pins were twisted and pushed during insertion into the administration ports; subsequently, the administration port of solution containers cracked and unspecified volumes of solution leak. The tubing sets and solution containers were replaced and the therapies were resumed. Though requested, no additional was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.